Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product received for analysis was mcp3213h visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, labeled as (B)(4), was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on october 7, 2025. The components was identified as product code mcp3213h. It was requested that hsa assess the fracture mode of the failure. A fracture was observed at the tip of sample. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surface was examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. These was ductile fracture.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product received for analysis was mcp3213h. Visual inspection and metallurgical analysis were performed on the returned product. Two failed suture needles, labeled as (B)(4), were submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on october 7, 2025. The components were identified as product code mcp3213h. It was requested that hsa assess the fracture mode of the failures. A fracture was observed at the tip of sample a and at the tip of sample b. One side of the needles were received, the mating fracture surfaces were not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. These were ductile fractures.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there patient consequences? If yes, please explain. Was there any additional tissue damage as a result of searching for the needle tip of the first mcp3213h product used? What is the surgeon's opinion of the possibility of the needle tip being retained in the patient? Are there any plans to continue searching for the needle tip inside the patient or any different post op treatment? Please explain. What tissue was being sutured when the alleged deficiency occur? Please perform and document the follow up attempt for product return. To the best of my knowledge, there weren't any patient consequences. The patient had a CT scan after the first tip was lost and it wasn't detected on the images and the second tip that was lost was then found on top of the drape. The surgeon was confident that the suture tip was not retained in the patient. There are no plans to continue with the search for the tip of the needle and no other post op treatment. It was the skin that was being sutured and again, to the best of my knowledge, there was no tissue damage. I am still waiting for fedex to collect the item.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on an unknown date in (B)(6) 2025 and suture was used. During the procedure, the surgeon was tying off his final suture when he noticed that the tip of the suture was missing. A magnet was used to try to locate the missing part but was unsuccessful. An xray was performed whilst the patient was on the operating table and did not show the missing suture tip. The surgeon was confident that the suture tip was not retained in the patient. There are two pots in matron's office, one with water that contains the tip as water was used to collect it from the instrument. It is difficult to see the tip but it was checked by a few members of staff and visualized in the pot. The other pot contains the two broken sutures. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/28/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Twenty representative unopened samples were received for analysis. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification, and no defects or needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.